Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, the extension tubing was found to be ruptured during an infusion for a patient in the rehabilitation department on (B)(6) 2025. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a ruptured catheter extension tubing is confirmed; however, the exact cause is unknown. One photograph and one video of a groshong PICC were returned for evaluation. An initial visual observation of the photograph and video showed a hole in the extension tubing at the securement point. No details of the hole could be discerned and no additional damage to the device could be discerned. No use residue was observed on the device. There were no distinguishing features in the returned photograph and video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.